Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment of a noisy printer, but the comment of a broken door was confirmed. It was also noted that the programmer powered-up to an error, and there was extensive internal corrosion that affected multiple internal components. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a noisy printer and broken doors. The programmer has been returned for repair, a requested software update, and a requested test and calibration procedure. There was no patient involvement. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.